Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. MDR is being submitted as a result of a retrospective complaint review.

Event description:
When the consumer is driving the chair, it will slow down and speed up randomly.